Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4),product type: programmer, patient. Product ID: 3889-28, lot# va0g3jv, implanted: (B)(6) 2014-, product type: lead. Product ID: 3889-28, lot# va0g3jv, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was indicated that the patient had a neurostimulator replaced, but the leads did not connect, the health care provider (hcp) was forced to put them ¿deeper¿. It was noted that ever since then she had been having major pain and trouble sitting. The pain was getting better when she turned stim off, but then she had a return of urinary symptoms. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.